Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-4065b was received for investigation. Visual inspection revealed that component ar-4065-015, the nitinol wire loop, was broken before the welded end, resulting in an open loop. No obstruction was found in the device's lumen, and the wire was capable of passing through without resistance. Without additional information about the device's usage, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the screw during insertion and/or improper bone preparation.

Event description:
It was reported that during a surgery the wire could not be moved through. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery. Update 11-may-2022 dw the reported device was returned with a note from the customer that the wire was torn.